Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9030851, medical device expiration date: 2024-01-31, device manufacture date: 2019-01-31. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle clogged during the aspiration/injection. Lot# 9030851 was reported to have had 1 occurrence of this event, while an unspecified lot was reported, but it is unknown how many occurrences happened within it. The following information was provided by the initial reporter, translated from portuguese to english: "customer reports problems related to needle clogging: during aspiration or injection in the patient, the needle has this defect. He reports that he has already noticed this defect for a month, he realized that in at least 8 needles this problem occurred. However, it was on this last needle of that batch that he decided to report the error."

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. During the manufacturing process a vision system inspects 100% all the products for clogged needles. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that the bd precisionglide¿ needle clogged during the aspiration/injection. Lot# 9030851 was reported to have had 1 occurrence of this event, while an unspecified lot was reported, but it is unknown how many occurrences happened within it. The following information was provided by the initial reporter, translated from portuguese to english: "customer reports problems related to needle clogging: during aspiration or injection in the patient, the needle has this defect. He reports that he has already noticed this defect for a month, he realized that in at least 8 needles this problem occurred. However, it was on this last needle of that batch that he decided to report the error."